Event description:
It was reported that the patient presented for initial implant procedure. On (B)(6) 2025, after the procedure, the patient experienced hypotension, and a chest x-ray was performed showing that the left ventricular (lv) lead had migrated. The patient was admitted for observation and treated with pressors. On (B)(6) 2025, another chest x-ray showed no further lead migration. The patient was discharged that same day.